Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital reported an issue encountered with the mps 2 console during use. The perfusionist stated that the console was displaying "inadequate fill alarms" during the initial dose of arrest agent. He stated that he was able to successfully deliver the dose and arrest the heart; however, he wanted the console evaluated. There were no patient complications reported as a result of the alleged event.

Manufacturer narrative:
The console and the alleged complaint condition were investigated. The complaint condition could not be confirmed. The investigation found that the procedure was using a "del nido" cardioplegia which requires a pressure cuff to maintain the flow; however, in that surgical procedure it was not used. This would have resulted in the alleged complaint condition. The root cause is user set up error.